Event description:
Nurse attempted to remove safety huber needle by activating safety feature but device would not activate. Needle did not lift up into safety position so nurse removed device by lifting entire device out of port. No harm to pt.